Event description:
It was reported the pt is experiencing persistent pain at her ipg site. She feels soreness and tenderness and sometimes the soreness wakes her up at night. The pt reported that the feeling does not change when stimulation is turned on or off or when she charges. She is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.